Event description:
An infusion of argatroban 250 mg in 250ml was set up to infuse at 0.3 mg/kg/hr (1.1ml/hr). After 45 minutes the instrument alarmed "fluid side occlusion" and" "empty container." The graduate nurse responded to the alarm, found no kinks, occlusion, etc, found the container still full and restarted the device. One hour and 15 minutes later the device again alarmed, same display, the graduate nurse got the rn who found 225 ml had infused, the vi said 1.35. The device was turned off and sequestered. The pt received ffp for anticoagulation reversal.